Event description:
It was reportable that during a cholecystectomy the clips were 'scissoring' within the device and not closing. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent 6/25/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify no further information available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 8/8/2025. D4 batch #z7011p. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows the jaws of an ligaclip*endo rotating mca outside its packaging, with a clip at the tip that is not formed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device z7011p_er420 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch # z7011m. Investigation summary : the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er420 device revealed no apparent external damage. One (1) unformed clip was returned inside a plastic bag. The device was functionally tested to attempt replication of the reported issue. During evaluation the instrument cycled normally and successfully fed, retained, and formed the remaining thirteen (13) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch z7011m number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch # z7011m. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned er420 device revealed no apparent external damage. One (1) unformed clip was returned inside a plastic bag. The device was functionally tested to attempt replication of the reported issue. During evaluation the instrument cycled normally and successfully fed, retained, and formed the remaining thirteen (13) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch z7011m number, and no non-conformances were identified.